Event description:
The customer stated that he was treated by the paramedics for a low blood glucose reading below 40 mg/dl. The customer changed the infusion set two days prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.